Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 18-aug-2025, the user¿s daughter reported that the user was experiencing high blood glucose (bg) levels related to recent steroid injections for back issues. The user noted that the ilet was able to provide corrections and stabilize bg over time. Multiple supply changes had been performed, leading to supply shortages. The agent reminded that steroids can elevate bg levels. The highest bg recorded was 400 mg/dl, which was corrected by the ilet. The user understood and had no further questions. The ilet did provide high bg alerts, and the user reported experiencing chest pressure during the event but required no outside assistance or medical intervention at the time of call.